Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3794 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "single lumen PICC had a frayed microintroducer tip so was very painful being inserted because it scraped the patient's tissue and vein going in."